Event description:
It was reported the lead was oversensing, had high impedance and the patient received inappropriate therapy. An apparent lead fracture was also reported. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.